Manufacturer narrative:
The affected oxylog 2000plus device with the serial number (B)(6) manufactured in november 2015, was examined on site by a dräger service technician. No device malfunction was detected during the inspection in accordance as per the manufacturer's specifications. The information on the reported event and the on-site investigation, as well as the logbook entries for the device, were sent to the manufacturer in (B)(4) for further analysis. Based on the logbook entries for the reported time period, no device malfunction could be detected either. However, no device checks were entered, i.e. On the day of the event and in the days before, no device test was carried out. According to the logbook, the device was switched on on 21.5.24 at 14:00, in controlled ventilation mode vc-cmv. 2 minutes later the device gave a ¿paw high¿ alarm, i.e. The set pmax of 39mbar was exceeded. The ventilation mode was then changed to spn-CPAP. As a result, no more mandatory ventilation breaths were applied and the patient was only supported in spontaneous breathing with the set peep of 10 mbar. 35s later, the ¿apnea ventilation¿ alarm occurred, i.e. The device did not detect sufficient spontaneous breathing and switched to mandatory ventilation on its own. Shortly afterwards, the user switched the ventilation mode back to vc-cmv. A leakage alarm then occurred, possibly because, as reported, the user had disconnected the breathing circuit to check for sufficient flow on his skin. The alarms ¿leakage¿, ¿mv low¿ and ¿supply pressure low¿ were then logged. Another 2 minutes later, the user switched back to spn-CPAP mode. This was followed by a ¿supply pressure low¿ alarm, indicating insufficient o2 supply pressure. This was continuously alarmed and logged for 11 minutes. Possibly due to the reported device change. The ¿supply pressure low¿ alarm is indicated when the inlet pressure is <1.8 bar. Ventilation has not yet been stopped here - if ventilation was continued on the patient, it is continued with a reduced flow in this case. The ventilation mode was then switched back to vc-cmv and the device was switched off by the user after a further 7 minutes. No device test was performed before use, see ga: ¿the device check must be performed in the following situations: before each use of the ventilator, when the breathing circuit has been changed. The device test must be performed with the respective ventilation accessories that will be used for the subsequent ventilation. Do not make any changes afterwards, otherwise there is a risk of flow measurement malfunction and/or inadequate ventilation.¿ the apnea alarms occurred as specified when switching to spontaneous breathing mode and the patient did not breathe spontaneously. The patient's own breathing activity may have been too low for this mode. According to the log book, the patient was ventilated with the oxylog 2000plus device between 14:00 and 14:30. Based on the examination results, no device malfunction was detected. It was reported that the patient continued to be ventilated with another device after this time and died at 16:55. We are unable to explain a connection based on the information and examination results. We also did not know the patient's condition and further ventilation situation. The results of the investigation did not reveal any new risks that are not recorded in the product risk management file.

Event description:
It was reported, that the head physician of the intensive care unit suspected a lethal incident on the patient caused by a malfunction of an oxylog 2000plus. The user had the impression that the patient was not being ventilated optimally. The patient was ventilated on (B)(6) 2024 between 14:00 and 14:30. Ventilation was then continued with a replacement device and a different breathing circuit. The device alarmed. The patient died on (B)(6) 2024 at 16:55. At the present time, a device malfunction that led to the event cannot be excluded.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported, that the head physician of the intensive care unit suspected a lethal incident on the patient caused by a malfunction of an oxylog 2000plus. The user had the impression that the patient was not being ventilated optimally. The patient was ventilated on (B)(6) 2024 between 14:00 and 14:30. Ventilation was then continued with a replacement device and a different breathing circuit. The device alarmed. The patient died on (B)(6) 2024 at 16:55. At the present time, a device malfunction that led to the event cannot be excluded.